Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose value was 510 mg/dl with high ketones. Customer manually administered a manual injection to address bg. Emergency medical services (ems) were called, ems administered insulin to address bg. Reportedly, the customer contacted a hcp after the event, who identified the ketone level as dangerous. Customer reverted to an alternate method of insulin delivery.